Event description:
A consumer reported vertigo, vision distortion, black spot in center of vision following intraocular lens (iol) implant surgery. The consumer uses a wheelchair for fear of falling from the vertigo. There are two medical device reports associated with this patient. This report is for the left eye. No further follow up was conducted, as the consumer requested that the surgeon not be contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. No further follow up was conducted, as the consumer requested that the surgeon not be contacted. The manufacturer internal reference number is: (B)(4).